Event description:
The customer called to report a bolus stopped alarm followed by unresponsive buttons and a frozen screen. The customer stated that the time on the screen was not advancing. Troubleshooting was performed, and the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to test for bolus stopped alarms due to no button response. The insulin pump was tested with a test keypad and no frozen display noted.